Event description:
Information received from the field notes that the patient presented to the hospital for nuclear testing to diagnose clogged arteries. Post test, the device was found to be in back-up mode. Multiple attempts to perform a software download were unsuccessful. Therefore, the device was replaced.